Manufacturer narrative:
The cause for the non reproducible discordant (B)(6) patient result is unknown. The customer's quality control results were acceptable at the time of the incident. The customer did not perform (B)(6) confirmatory testing as suggested in the instruction for use when hbsag testing was used initially as a stand alone test. No conclusion can be drawn. The instruction for use (IFU) under the interpretation of results states the following: "the system reports hbsag results in index values and as reactive or nonreactive. If the sample is greater than 50, the specimen is positive for hbsag and no further testing is required. Note: when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), it is suggested that the advia centaur hbsag confirmatory assay be used to confirm the result." The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
An initial (B)(6) result was obtained by the customer and the result was questioned by the physician. The patient sample was run as stand alone assay at the time of the reported result. The customer performed repeat testing on the same patient sample and the (B)(6) results were non-reactive. A sample from another blood collection from the same patient was run on an alternate test method for (B)(6), and other (B)(6) markers and the results were (B)(6). The (B)(6) result was accepted by the physician. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) result.